Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawers were not filled. The field service engineer verified the device and confirmed the issue was resolved, and no other findings were available. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Unable to recover the pocket. The customer reported that the issue occurred when dispensing medication to patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.